Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
The manufacturing representative reported the patient had leads that were reading high impedance. It was noted that due to the age of the ins and it had been a long time since the ins was last used, the insr was unable to communicate to get more information about the status of the ins. Patient symptoms reported included pain in the legs and back. The change in therapy/symptoms was noted to be gradual. The patient had fallen and broke her hip and had not used the ins since then as she was on many different medications. Additional information received reported no action had been taken and the patient chose not to do anything. The indication for use was stenosis. If additional information is received, a follow-up report will be sent.